Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 204 mg/dl, 231 mg/dl, 509 mg/dl, 225 mg/dl, 175 mg/dl, 332 mg/dl, 308 mg/dl, 210 mg/dl, 191 mg/dl, and 212 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 204 mg/dl, 231 mg/dl, 509 mg/dl, 225 mg/dl, 175 mg/dl, 332 mg/dl, 308 mg/dl, 210 mg/dl, 191 mg/dl, and 212 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.